Manufacturer narrative:
(B)(4).

Event description:
It was reported it was suspected that there was premature battery depletion based on the longevity reaching elective replacement indicator (eri) only two years after implant. It was noted that the right ventricular (rv) lead had high threshold and was programmed to 5.0v at 2.0ms. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year, and was expected to continue to increase. The device and rv lead were explanted and replaced, and device would be returned for analysis. No adverse patient effects were reported.